Event description:
A customer reported that an electromechanical ambulatory infusion pump malfunctioned and interrupted a patient's chemotherapy treatment. The pump began to alert a system malfunction during the night, after being in use for a period of 2-1/2 days. The pump is designed to discontinue delivery when a system malfunction occurs. The patient was instructed to charge the battery and reset the pump, but this failed to stop the alert. The patient was unable to return to the clinic until six hours later, which resulted in an interruption to their prescribed therapy. There was no injury associated with this event.